Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim and discolored. Additionally, evidence of contamination was found under all key contacts. The keypad cover had been returned peeling. Unrelated to this issue, the audio bolus button cover was missing. The button¿s responsiveness was unable to be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure and evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.